Event description:
It was reported that during an open ileus procedure, there was no resistance when the firing trigger was grasped at the 3rd stroke of the 3rd firing. The device was used for functional end to end anastomosis to close the holes that instrument of previous firing was inserted. The device was fired across an existing staple line. At this firing, the firing trigger was grasped properly till the 2nd stroke. Since the knife did not move forward even though the trigger was grasped several times, the device was released with the manual release lever. The staples were unformed. Another cartridge was loaded into the same device and it could be fired as intended without any difficulties. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): incomplete-interrupted firing the ecr60b cartridge reload was received for analysis with no visual non-conformances and partially fired. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.